Event description:
Same case as MDR ID# 2134265-2014-05734. It was reported that deployment issue occurred. The 98% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery. After a 6mm mustang balloon catheter was advanced for predilatation, the 9.0x30x75cm express¿ ld vascular stent was deployed to treat the lesion, however, it was noted that the stent was not fully deployed. Hence, the physician performed post dilatation using the 9.0 x 20,75cm mustang¿ balloon catheter and the device was initially inflated at 10 atmospheres. However, on the second inflation at 10 atmospheres, the balloon ruptured. The physician completely removed the device from the patient and the procedure was ended since the flow of blood improved. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).